Manufacturer narrative:
(B)(4). E1: initial reporter state - (B)(6).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported, that the receiver was overheating. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot tests were performed and failed, due to receiver did not turn on. Internal visual inspection was performed and failed, due to water damage. The receiver log was downloaded and reviewed, finding no data within the investigation window. The allegation could not be determined. A probable cause could not be determined, as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A4 weight: additional. B5: describe event or problem ¿ additional. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information - correction. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation ¿ additional. H6: investigation findings - additional.

Manufacturer narrative:
(B)(4). H2: additional information: correction; h6: investigation conclusion: correction, missed on supplemental.

Event description:
Subsequent to the initial MDR, a correction is required.